Manufacturer narrative:
On february 8, 2021, mentor became aware of the following erroneously submitted information in the previous report: section h5. Labeled for single use? Was incorrectly marked "no." All mentor implantable devices are labeled for single use. Section h5 has been correctly updated to "yes." On february 9, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4) -section h5. Labeled for single use updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast reconstruction with a ce med height te 450cc and experienced a deflation on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2020.

Manufacturer narrative:
On march 11, 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the ce med height te 450cc returned device. Leak testing was performed in accordance with mentor's procedures. Findings revealed a tear at the juncture of the shell and the posterior patch. Microscopic examination was performed and the cause of the deflation could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4)